Event description:
It was reported that the patient had inappropriate shocks just a few days post-implant due to oversensing of myopotential noise. The patient is on dialysis and has a constant nervous leg motion syndrome. The leg movement was so bad that the screening was very difficult. An office follow-up confirmed there was noise with movement. The patient kept scratching the device area stating his skin was itching. The system was programmed off while the doctor monitors the patient. There were no additional adverse patient effects.